Event description:
The patient reportedly was making slower than expected progress while using the device. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning . Programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the patient's device has been scheduled.